Event description:
A report was received from health canada's canada vigilance program which states, "went into patient room while prbc infusing, pump was off for unknown amount of time. Screen was black when entering the room. Turned machine on, machine was able to turn on, no issues noted with battery of machine. 5.5 hours of battery noted to machine. No signs of damage noted to IV pump. Physician aware prbc not fully infused. No signs of adverse reaction noted to patient. Approx 150cc left in prbc bag."

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "went into patient room while prbc infusing, pump was off for unknown amount of time. Screen was black when entering the room. Turned machine on, machine was able to turn on, no issues noted with battery of machine. 5.5 hours of battery noted to machine. No signs of damage noted to IV pump. Physician aware prbc not fully infused. No signs of adverse reaction noted to patient. Approx 150cc left in prbc bag."